Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from september 30, 2020 to october 01, 2020. H10: the device was received containing 145ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between december 23, 2020 ¿ december 30, 2020. Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infuion. The device had been filled with aciclovir 1800 mg in 0.9% sodium chloride (nacl) and connected directly to a peripherally inserted central catheter (PICC) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.